Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. All information provided was reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable causes may be kinks, leaks in the vacuum circuit or a component failure. A review of the manufacturing records could not be performed because part or lot numbers were not provided. A complaint history review performed by renasys product family found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the client applied the renasys dressing according to the manufacturer's recommendation (the sales rep was present in this treatment). Treatment performed with kit renasys f medium + ez 800ml canister. After 1 day the machine gave false full canister alarm. The canister was almost empty and the dressing was vacuumed. The customer started by replacing the canister, but the alarm remained. After replacing the drain the alarm stopped.